Event description:
Distal end of screwdriver broke off during knee acl procedure. Dr was inserting screw when driver broke. The tip of the driver became imbedded within the screw. Dr was unable to retrieve the tip. Ten minute delay in the procedure.